Manufacturer narrative:
(B)(6). Patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of over delivery that led to low blood glucose level and the patient had to call emergency medical services and the paramedics gave her something to eat. Patient also mentioned that she had called the ambulance and could not get up. No further information available.